Event description:
The customer reported the latch on the door of the ortho provue analyzer cut their forearm as they were reaching into the provue. The customer indicated that the injury was a minor scrape with very little bleeding. The customer filed a report at this occupational health department where peroxide was applied and the arm bandaged. The occupational health dept determined the exposure to bloodborne pathogen was minute, possibility none at all. Customer will be evaluated in 6 months for (B) (6) and (B) (6) as a precaution.

Manufacturer narrative:
An ocd field engineer arrived at the site, inspected the upper door latch and observed several burrs. The fe replaced the upper door latch and filed all the burrs. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).